Event description:
It was noted that the vns patient had surgery where the lead was replaced due to an unknown reason. Further follow up with the explanting surgeon revealed that the lead was replaced due to high lead impedance. Good faith attempts to obtain additional information from the treating physician are currently underway, however, no response has been received to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.